Manufacturer narrative:
A biomérieux internal investigation was performed. Data was analyzed from the tests performed: conclusion on the system: the system was operational during the tests. The calibrator spot preparation quality seems to be good, the calibrator "all peaks" values are homogeneous. Conclusion on the identification: based on "in-house pcr" results, the identification obtained with vitek ms (pseudomonas aeruginosa) is not the expected one. Based on bruker identification result, the probable identification is pseudomonas nitroreducens. Bruker is not an identification reference method. In order to confirm the identification, a sequencing of the strain is recommended. Pseudomonas nitroreducens is not present in the vitek ms kb v3.0. The following system limitation is mentioned in the vitek ms knowledge base user manual ref. 161150-556-b for vitek ms clinical use v3.0: " testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results." For two tests (out of the three performed), vitek ms gave an identification belonging to the expected genus. For one test (lab ID (B)(6)), the « all peaks » value (45) is very far away compared to the values obtained for the two other test (88 and 93). It could explain the result differences between this test and the two other tests. It is certainly due to the sample preparation quality that was not optimal for this test. Suspected causes: system limitation (species not present in the vitek ms kb v3.0). Spot preparation quality (only for the last test performed).

Event description:
A customer from (B)(6) reported a misidentification of a pseudomonas nitroreducens as pseudomonas aeruginosa for an isolate from a cystic fibrosis patient, on the vitek ms instrument. The customer reported that the vitek ms identified pseudomonas aeruginosa. Tests were performed with a cetrimide agar and then repeat testing done with a colombia blood (horse) agar. An in-house pcr assay specifically targeting p. Aeruginosa was negative for the isolate. The isolate was sent to an external lab and was identified as p. Nitroreducens. With the bruker method. No patient information was provide by the customer. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health.